Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test or verify motor error, motor position encoder error alarms due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error. The customer¿s blood glucose was 230 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.